Event description:
The customer reported to olympus that during the unknown procedure, the single use distal cover fell off of the evis exera iii duodenovideoscope into the patient and was retrieved using colonoscopy. No patient harm was reported. Additional procedural details were requested but not provided. Related patient identifiers: (B)(6) evis exera iii duodenovideoscope (model: tjf-q190v sn: unknown). (B)(6) single use distal cover (model: maj-2315 lot: h2x21) - this report.

Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).